Event description:
The parent reported that the patient experienced hyperglycemia with fruity breath and large ketones and was brought to a standalone emergency room (ER) for evaluation. The parent reported concern for near diabetic ketoacidosis. No blood glucose values were provided at the time of the reporting. Treatment reportedly included administration of fluids. Length of stay in the ER was not provided. The parent further reported that the patient had a subsequent hospital visit approximately two days later; additional details regarding that visit were not provided. The parent later reported that the patient had improved and had returned to school.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.